Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted along with concurrent tubal ligation filshie clips for treatment of urinary incontinence and fertility control. Following surgery, the patient had trouble urinating, she could not sit or stand for long periods of time, has had infections, has suffered vaginal and leg pain on an ongoing basis. Also, she cannot engage in sexual relations and has taken and continues to take prescription medication for pain. The patient has sustained permanent & debilitating injuries & continues to experience problems with incontinence. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted for treatment of urinary incontinence. Following surgery, the patient had trouble urinating, she could not sit or stand for long periods of time, has had infections, has suffered vaginal and leg pain on an ongoing basis. Also, she cannot engage in sexual relations and has taken and continues to take prescription medication for pain. The patient has sustained permanent & debilitating injuries & continues to experience problems with incontinence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/22/2016.additional b5 narrative: it was reported that patient underwent right labial reduction on (B)(6) 2006. It was reported that patient underwent laparotomy with left ovarian cystectomy on (B)(6) 2006 due to adnexal mass. It was reported that patient underwent urethovesicolysis on (B)(6) 2014 due to obstructing mid-urethral sling. No additional information was provided.